Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2, reference MFR. Report#: 3006705815-2019-00275. It was reported that the patient experienced an ischemic stroke following her trial implant procedure. In turn, the patient was hospitalized and her leads were explanted and sent for culture. The patient is currently being monitored in hospice care.

Manufacturer narrative:
Describe event or problem: this record was inadvertently submitted in error as it is a duplicate of MFR. Reference report #s: 3006705815-2019-00097, 3006705815-2019-00098.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00275. This record is being filed in correction as this is a duplicate of MFR. Reference report #s: 3006705815-2019-00097, 3006705815-2019-00098.